Event description:
The customer reported that the device had inaccurate readings and fails calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 13aug2013 to the present date 04dec2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200175117 for test failure rate/volume accuracy which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device had inaccurate readings and fails calibration. There was no patient involvement.